Event description:
Discovery of bd 20 ml luer-lok tip syringes with small amount of brown colored discoloration on the packaging and also 2 other syringes (same lot) with specs of tan/black growth on the inside of the syringe.